Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system. No delivery and motor tests. No excessive "no delivery" alarm, unexpected "low reservoir" alarm or motor error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that customer had been having high blood glucose for about a month. Device alarmed a no delivery alarm and a motor error alarm. Customer's blood glucose was 332 mg/dl at time of call. Customer's blood glucose was 359 mg/dl, then went up to 473 mg/dl after a bolus was delivered. Found motor position encoder error alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.